Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
Nurse of the hospital reported in her letter, that it is observed and stated by the surgeon, that he had problems with the distal locking, because of the target devices. The drillings failed all times. He stated that he tried several times till he got the result to complete the surgery.